Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/20/2008, 02/25/2008 and 02/26/2008 by fax, mail and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 03/20/2008.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient's pigments have dispersed. He believes this is due to the lens. In a follow-up, the surgeon reports that the haptics of the lens were rubbing on the posterior iris causing a hole and believes that the lens is not properly positioned. He is planning to reposition the lens at a later date. Additional information has been requested.